Event description:
It was reported that the patient was having issues reaching a full charge on the implantable pulse generator (ipg). The patient underwent a revision procedure wherein the old ipg was replaced with a magnetic resonance imaging (MRI) capable one. The patient was doing well postoperatively. The explanted ipg was discarded by the facility. No device malfunction was suspected.